Event description:
The pt received her scs system, including an ipg on (B)(6) 2010. It was reported that the pt received a low battery warning. It was reported that the pt's battery usage was low, and she sometimes goes for a few days without using stimulation. It was reported that the low battery flag is most likely related to battery passivation, and the message was to be cleared by an sjm rep. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.